Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and high thresholds. Specifically, the device measured intermittent spikes in shock impedance. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting and programming options. The physician plans to extract the rv lead. This device remains in service. No adverse patient effects were reported.